Event description:
During an atrial fibrillation ablation, there was an air leak. The air was aspirated into the syringe that connected to the extension port of the sheath while mapping. Several aspirations were attempted without resolve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.